Manufacturer narrative:
Results: scale required calibration.

Event description:
It was reported by service report that the scale was inaccurate. It is unk if there was pt involvement or if there are adverse consequences to report.